Event description:
Event description boston scientific received information that this atrial lead was removed from service due to unspecified damage. Additionally, the decision was made to prophylactically explant this pacemaker as it is included within a subset of devices in a safety advisory notice. This device was identified to be susceptible to either one or both of two identified failure modes, which may affect the communication and/or pacing functions of the device.